Event description:
The patient was placed on intra-aortic balloon therapy after the 5.5 placement was abandoned. The patient was then returned to the ICU with no harm from the procedure.

Manufacturer narrative:
B5 updated. The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no product returned. Unable to deliver or advance: the cause of the delivery issue was patient condition related as the patient had calcification preventing successful delivery of impella. Device history review device sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 was aborted as the tip of the pump could not pass a calcified lesion at the origin of the innominate artery. Multiple wires and a shockwave balloon were attempted, and the patient was repositioned, all without success. No patient harm was reported.